Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to 253 mg/dl. In addition the patient reports pain and bleeding at the pod infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and download data showed no timeouts or drive stalls and no alarms were generated. No damages or defects were observed on the bottom housing or formed needle that would contribute to pain during insertion. The exposed portion of the soft cannula was observed to be bent. The timing and cause of this damage could not be determined. Fluid was able to flow through the complete fluid path. No leaks or blockages were observed.